Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 5.5 exp verse fen scr 6.0x50, was observed with the screw cap fell apart and slightly misaligned from the screw head. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces likely during the attempt to implantation. The alleged broken condition was not observed during the visual inspection. A dimensional inspection for the 5.5 exp verse fen scr 6.0x50 was not performed due to post manufacturing damage. A functional test was unable to be performed due to the nature of its functionality. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the5.5 exp verse fen scr 6.0x50 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 199723650. Lot number: 376685. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 20-july-2023. Manufacturing site: jabil le locle. Corrected data: d4: UDI updated. The expiration date is currently not available. Additionally, the serial number for the device involved in the event was not provided; therefore, the full UDI is currently not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: e1 initial reporter address line 2: (B)(6) e3: reporter is a j&j employee. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during a case that used a verse screw 6.0 x 50, a thin wire was found coming out of screw while inputting into patient's body. The screw and fragment were immediately removed from patient. There was no surgical delay. The procedure was successfully completed. There was no negative outcome to the patient this report involves one (1) expedium verse spine system fenestrated cortical fix polyaxial screw 5.5 6.0 x 50mm. This is report 1 of 1 for (B)(4).